Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade iii and asymmetry-which is not device related. Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side rupture. Capsular contracture, baker grade iii. And asymmetry. Which is not device related. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: asymmetry-ndr: unable to observe, since it is not related to the device. Rupture: observed crease assessed, as fold flaw opening. Capsular contracture: unable to observe, since it is not related to the device. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade iii and asymmetry-which is not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "_____" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.